Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error or black screen noted. However, insulin pump received with a high sleep current measurement and active current measurement test due to corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had battery leaked inside. Customer was performed self test and it was not passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.